Event description:
A medtronic representative reported a vertek arm that was not rigid. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Suspect vertek arm has not been returned to manufacturer for evaluation.

Manufacturer narrative:
As reported, the starburst end of the vertek is locked up. The mechanical malfunction is directly related to the reported event.